Event description:
Our affiliate is reporting to us that during an arthroscopic acl reconstruction while the surgeon was fixating the graft into the tibial tunnel with a biolntrafix screw and sheath, the sheath rotated with the turning of the screw causing damage to the autograft. The surgeon removed the fixation devices and the graft; prepared an allograft, user another same type fixation system and completed the procedure without further issue or harm to the patient. This issue added another hour onto the procedure, which causes us to file a report to document the event. Also see associated MDR 1221934-2010-00232.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.